Event description:
Device malfunction: stent fracture. Symptoms/ae: pseudoaneurysm. Time of malfunction and ae: approx 4 1/2 yrs post stenting procedure. It was reported that approx four and one half yrs post an uneventful right internal/common carotid artery stenting procedure, the pt was found to have a stent fracture. The pt presented with a swollen neck. A cta was done showing a pseudoaneurysm of the common carotid artery and an xact stent fracture. It is unk if the pseudoaneurysm was treated. There are no plans for intervention for the stent fracture. The pt is scheduled to be rechecked in one week. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was not identified; therefore, a device history record review could not be performed.